Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the pump alarmed for air-in-line through review of the event history log, but false air-in-line alarms were not reproduced during the evaluation. The device was operating out of specification. Evaluation determined the cause to be a failed upstream sensor with low ultrasonic readings. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed constantly for air-in-line. It was also reported that there was no patient injury.